Event description:
It was reported that during routine testing the unit had a head error - tachometer. There was no patient involvement. (B)(4).

Manufacturer narrative:
Maquet cardiopulmonary (B)(4) provides product failure investigation, analysis and resolution for the device described in this report. The device in question will be returned to maquet for investigation. A supplemental medwatch will be submitted when additional information becomes available.

Manufacturer narrative:
The MFR received the product in question for evaluation. During the initial evaluation of the device in question the reported failure could be confirmed. The rotaflow drive was sent to a supplier for repair and final testing. During the suppliers evaluation it could be confirmed that the ic1 on the electronic board mc2 was defective. The defective ic1 was replaced and the device was successfully tested to specifications. The cause for the damaged ic1 remains unclear.

Event description:
(B)(4).